Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2016 it was reported that the patient presented to the hospital after a fall and bilateral subdural hematomas were observed as a result. No intervention was reported.